Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Per the description, particulates were observed after solution infusion thru the catheter fluid path and collected in a glass vial solution. It was suspected to be silicone oil. In the manufacturing process, silicone is applied on the outer surface of the catheter not inside the catheter. Current controls include an outgoing inspection and in-process inspection in place to check for foreign matter.

Event description:
Material#: 388412 batch#:1230243. It was reported by the customer that incompatibility. Particulates. Verbatim: rcc received a complaint via email. ¿ product name and/or catalog number: insyte catheter, bd 381412; lot 1230243; exp 2026-08 ( 381412. ¿ lot number or serial number lot 1230243; exp 2026-08. ¿ any injuries and/or harm? No. ¿ what is the issue you experienced? Incompatibility. Particulates. Product contains silicone oil? If yes, is the lubricant in the fluid path? ¿ is the actual sample or sample representative available? (If possible, please send affected sample) yes. Additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-aug-2024. 3. Can you please provide the bd lot number associated with reported issue? Provided lot# 1230243 not found ref 388412 lot 1230243. 4. Total number of occurrences? 2. 5. If possible, could you please provide picture samples for investigation? No images available. 6. Whether particulate found in fluid path? Solution infusion thru the catheter fluid path and collected in glass vial. Particulate observed in solution collected in vial. Suspect silicone oil. Additional info: please note silicone is applied on the outer surface of the catheter. Thank you.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte vialon 24ga x 0.75in had foreign matter it was reported by the customer that incompatibility. Particulates. Verbatim: rcc received a complaint via email. Email(s) attached ¿ product name and/or catalog number: insyte catheter, bd 381412; lot 1230243; exp 2026-08 (381412 ¿ lot number or serial number lot 1230243; exp 2026-08 ¿ any injuries and/or harm? No ¿ what is the issue you experienced? Incompatibility. Particulates. Product contains silicone oil? If yes, is the lubricant in the fluid path? ¿ is the actual sample or sample representative available? (If possible, please send affected sample) yes additional info: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. 2. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-aug-2024 3. Can you please provide the bd lot number associated with reported issue? Provided lot# 1230243 not found ref 388412 lot 1230243 4. Total number of occurrences? 2 5. If possible, could you please provide picture samples for investigation? No images available. 6. Whether particulate found in fluid path? Solution infusion thru the catheter fluid path and collected in glass vial. Particulate observed in solution collected in vial. Suspect silicone oil.